Manufacturer narrative:
(B)(4). Date sent: 12/12/2023 d4: batch # 140c91 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a gst60g reload present. The reload was received fully fired. Upon visual inspection, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The manual override door was noted to be out of position and missing; however, the bailout system was not activated. After further evaluation, the anvil could not be closed. No functional test could be performed due to the condition of the device. After further evaluation, the CT scan analysis showed no visible damage to the anvil, but the knife wings appear to be missing. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the knife was buckled and the left wing of the knife was broken. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 140c91, and no non-conformances related to the reported complaint condition were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device pulse fired or continuous fired? Noticed or heard knife return to home? Which firing of the procedure did the event occur? Was the home button used during the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, went to fire the stapler on lung tissue and the device would not open after firing. He tried to close the handle as he simultaneously pressed the release lever and the device wouldn¿t open so he used manual override. The patient wasn¿t harmed. They opened a new gun to successfully complete the case. No delays. No patient harm.